Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test. Device received with broken battery tube threads and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had buttons are unresponsive and few motor error alarms also display hard to see. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.